Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 3 of 5. The baxter technical service representative (tsr) explained the message to the home patient (hp) and informed the hp to recycle the machine. Se 2367 occurred and the hp was informed to use manual bags. The patient was connected at the time of the alarm and did not disconnect anytime prior to the alarm. All of the bags were properly spiked and connected. There was no patient extension line being used and no open clamps on any unused lines. There was nothing unusual noted about the supplies. The patient was not reusing the setup. The patient had no pets that could have caused damage to the supplies. There was no damage noted on the overpouch or carton, and a sharp object was not used to open the carton or overpouch. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the hp. The hp discarded the supplies and they would complete therapy with manual supplies. They followed the above and the hc was okay. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012, and she was able to resume therapy after starting over with new supplies. She did not notice anything unusual with any of the previous supplies. She did not have a sample or lot number available. Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the nurse on (B)(4) 2012, and he was not aware of the patient having had that alarm. He would follow up with the patient the next time he sees them. As far as he knows the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.